Event description:
It was reported that the insulin pump alarmed motor and no delivery alarms. The blood glucose reading was 122 mg/dl. The caller stated that the infusion set was changed several times, and bent cannulas were found. The caller was advised to use a different insertion site and use a different infusion set type. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.